Event description:
It was reported that tandem charging supplies began burning and melting during use. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer technical support arranged for return and replacement of tandem charging supplies through a product return process.